Event description:
Healthcare professional reports one incident of a pt death (exact date of incident unk but sometime in 2001). Pt dialyzed in the morning and was admitted to the hosp later that same day. Pt expired two days later.